Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. Upon pre-operation interrogation, it was observed the right ventricular lead had chronic noise that was being over sensed. The lead was capped and replaced on (B)(6) 2021. The patient was stable.